Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to usb pin contamination.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer woke up with insulin delivery stopped on the pump multiple times. The customer's blood glucose (bg) level was in the 200s (mg/dl). The customer resumed insulin delivery and delivered a bolus to address bg level. The customer declined to review the pump history with tandem technical support.